Event description:
It was reported that a pump alarm was heard and confirmed by telemetry as critical due to zero ml reservoir volume. Pump logs showed that the pump went empty on (B)(6) 2012. Healthcare provider (hcp) wanted to cut patient's dose in half for starting dose (baclofen 3000mcg/ml, new daily dose 387.5mcg/day, old daily dose 775mcg/day). It was added that patient was having "more spasms" in terms of underdose. As of (B)(6) 2012, it was reported that there was some increase in spasticity so they were doing a 20% increase on the pump (baclofen new daily dose 464.8mcg/day). It was stated that the patient was an in-patient for a different health issue.

Manufacturer narrative:
Catheter model: 8703w, lot# l82368, implanted: (B)(6) 2001, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).